Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested by cloudy effluent, abdominal pain, fever, and discomfort. The patient was hospitalized for the reported event. The peritoneal dialysis registered nurse (pdrn) stated that the patient made a mistake and caused a touch contamination that led to the peritonitis. The treatment included unspecified antibiotics administered intraperitoneally (ip) (dose and frequency not reported). The patient was retrained on proper aseptic technique. The patient has recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4).the cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.